Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Device not available.

Event description:
The customer, surgeon (B)(6) informed to regional manager of stryker, (B)(4) that the surgeon planned to remove the upper part of implant's stem. He planned to change that part to bigger size/ thicker one. When surgeon took implant 6260-4-060, he noticed click sound and lower part of that loosen from upper part. That lower part remained inside the implant. Surgeon decided to left that implant in place to the patient. Surgical delay about 30 minutes. Patient was (B)(6) years old man from (B)(6).

Manufacturer narrative:
An event regarding a revision involving an unknown restoration modular hip was reported. The event was not confirmed. Conclusions: the exact cause of this event could not be determined based on the information available. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and/or additional information becomes available, this investigation will be reopened.

Event description:
The customer, (B)(6) informed to regional manager of stryker, (B)(6) that the surgeon planned to remove the upper part of implant's stem. He planned to change that part to bigger size/ thicker one. When surgeon took implant (B)(4) he noticed click sound and lower part of that loosen from upper part. That lower part remained inside the implant. Surgeon decided to left that implant in place to the patient. Surgical delay about 30 minutes. Patient was (B)(6) years old man from (B)(6).